Event description:
It is alleged that during a case when the monopolar cord was attached to a dissector there was a bright flash, and a loud electrical crack was noted when the unit was activated. It was reported that there was a faint burning odor and the cord was separated where the grey and black connector meet.